Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an early sensor error, patient noticed that sensor wire was shorter than expected. Although patient couldn't feel or see it, patient believes that the broken sensor piece was still lodged inside her skin. At the time of her call to dexcom technical support, patient reports feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.